Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the device was in use with a patient when the locking clamp would not remain locked. The user facility reported that the tracheostomy tube was replaced. No adverse effects to the patient were reported.